Event description:
Freestyle libre sensors continually fall off with any moisture. If you sweat or shower the sensor comes off. Freestyle libre sensors continually fall off with any moisture. If you sweat or shower the sensor comes off. FDA safety report ID# (B)(4).